Manufacturer narrative:
Reported event: it was reported that impaction platform broke when trying to remove it off of the offset impactor as it was completely stuck. It is unsure when the impaction platform broke. Per the mps, the device broke during impaction. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 20 devices were manufactured under lot no dm011014 and accepted into final stock on 12/09/2014. No non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n (B)(4), l/n dm011014 shows 03 additional complaints related to the failure in this investigation. Complaint pr:(B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not available for evaluation.

Event description:
Impaction platform broke when trying to remove it off of the offset impactor as it was completely stuck. It is unsure when the impaction platform broke. The device broke during impaction. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction platform broke when trying to remove it off of the offset impactor as it was completely stuck. It is unsure when the impaction platform broke. The device broke during impaction. Case type: tha.